Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reports it is not working consistently since implant and they are still leaking. They feel pressure that they have to go. The day prior to the report, the patient had trouble connecting with their programmer. During the call, the patient was able to sync with their patient programmer (pp) which showed stimulation was on. The patient increased amplitude, felt stimulation in the correct area, but the issue wasn't resolved. They are going to try program 1 and see if increasing stimulation will help their symptoms. If not, the patient will call back and change programs; therapy expectations was reviewed and they were redirected to their healthcare provider (hcp) if the problem doesn't resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient figured they had to stimulate and was not sure if they were doing it correctly because the patient was under anesthesia and it went over their head when they talked to the patient. It was confirmed that the patient needed help turning stimulation on. The patient synced with the patient programmer and got a poor communication screen, but this was resolved through troubleshooting by repositioning the antenna. It was confirmed stimulation was on and the patient was on 1.8v; stimulation was increased to 2.3v and the patient felt comfortable stimulation in the correct area (i.e., bike seat). It was noted the patient was not getting symptom relief before and just felt the stimulation a bit; it had only been a week since they had the implant and they were hoping to get relief now. Additional information was received nine days later. It was reported that the patient thought they needed to increase stimulation and the morning of the day of the report, the patient noticed the therapy was not helping them. The patient was at 2.3v and increased to 2.5v; the patient felt stimulation and would monitor symptoms and go higher if needed. The patient was scheduled to see their healthcare provider (hcp) in another week-1.5 weeks. No further complications were reported/anticipated.